Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient was transplanted following an embolic stroke. The perfusionist did not know if the patient was injured. Additional information provided by the vad coordinator indicated that this was not a new embolic stroke and that the patient experienced the stroke last year. It was also reported that the patient was moved up to 1a status on the transplant list due to a drug resistant driveline infection.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.